Manufacturer narrative:
Submit date: 10/4/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was 1 sample (opened) returned with this complaint. The sample was inspected for leaks according to medtronic procedure, and leaked past the plunger tip. The components of the device were inspected for defects such as cracks, nicks, scratches, dents, holes and gouges. There were no issues identified with the plunger tip. The plunger rod was damaged at the shoulder and the barrel had a dent at a location that corresponds with the shoulder of the plunger rod, when it¿s fully inserted in the barrel. Additionally, when viewing the barrel from an axial position looking down on the luer tip, it was observed that the barrel was deformed in a slightly oval shape. Observations from the sample evaluation indicate the sample was most likely damaged between the assembly and packaging processes. The reported condition is confirmed. Root cause analysis: the exact root cause could not be specifically determined based on the available information. The leak was caused by a dent in the inside diameter (ID) of the barrel. The sample evaluation indicated the dent was most likely caused by a component jam during the assembly or packaging process and not by the molding process. A review of the softpack 2 manufacturing process determined the dent and deformation of the barrel were most likely caused by a component jam at the rotary orientation dial of softpack 2. Operating procedure was reviewed and found to be devoid of requirements for clearing the rotary orientation dials of parts after a component. Therefore, the most likely root cause was due to the procedure lacking requirements for clearing jams. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage past the plunger tip. The lot met all defined acceptance criteria and was released. Based on the information available and the investigation findings, the following action was taken to mitigate the root cause. A formal change order was initiated to update procedure with instructions to remove parts from dials or screws when a part is found jammed.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports not tight seal around plunger rod tip. When drawing blood, it will sometimes spray out the back. Quite a few syringes have had this issue in this lot.